Event description:
It was reported that a loose connection with leakage occurred. When a syringe is connected to an IV connector to administer medication, the connector comes loose and pops out, causing the IV solution to leak.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.